Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was experiencing pain around the ipg site. X-rays showed that the ipg had migrated 1-2 inches and was sitting on the spinal column. A revision procedure was recommended. However, no further action is being taken at this time due to other non-device related issues.